Event description:
There is no report of death or serious injury associated with this complaint. It was reported the system failed to boot up.

Manufacturer narrative:
A ge service representative performed an on site investigation. The voltage on c-arm power supply was evaluated and readjusted. The system was tested and found to be working as intended and returned to service.